Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 382523; batch#: unknown. It was reported by the customer that IV catheter's blood control valve not being able to be opened by two different IV tubing's and a saline flush. They ended up having to remove the IV and stick the patient again, they used a different lot for the second stick. Verbatim: rcc received a complaint via email. Email(s) attached. Insyte autoguard bc bl. The customer advised they had an incident with an IV catheter's blood control valve not being able to be opened by two different IV tubing's and a saline flush. They ended up having to remove the IV and stick the patient again, they used a different lot for the second stick. Item#382523. Additional info: I just wanted to add that in addition to the incident described in the initial email that when I tried to replicate the issue (while not sticking a patient), I opened two additional catheters from this lot and with the second one I tried the button to retract the needle became jammed down when I pressed it and did not retract the needle.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 159 22gx1.00in insyte autoguard devices from lot number 4007164. A gross visual inspection shows that the units are sealed in their packaging and do not have physical defects. Your initial report appeared to be associated with the blood control component or catheter component, therefore the units were sampled according to any defect that may be due to the blood control valve. A sampling of 20 units functionally tested. A flash back test was performed to identify any clog in the device and the flash back was observed within a 1 second which is acceptable. Further, a leak test was performed, and no leakage was observed. In each unit, the blood control valve was opened. A needle retraction test was performed on the 20 units and the needles retracted in the barrel within the acceptable timeframe. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformance associated with this issue during the production of this batch.

Event description:
No additional information.